Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the lead could not be implanted because the patient had diaphragmatic stimulation in all locations along the lateral wall. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.